Manufacturer narrative:
The liberty cycler was not repaired or replaced for this event. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental report will be submitted upon final review of medical records.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's caregiver called technical support due to cycler alarming every ten minutes during treatment. Follow-up with the patient's nurse indicated the patient was diagnosed with hyperkalemia and admitted to the hospital on (B)(6) 2016. It was also noted the patient's hyperkalemia was attributed to several missed peritoneal dialysis treatments. While hospitalized the patient underwent hemodialysis treatment and will be receiving future treatments at an in-center hemodialysis facility. Patient medical records have been requested.

Manufacturer narrative:
Medical records do not contain dialysis center progress notes or treatment records for review. Medical records state the bacterial infection was associated with the peritoneal dialysis catheter. The peritoneal dialysis catheter is not a fresenius manufactured product. There was no peritoneal dialysis fluid cell count and differential available for review. No leak was reported during peritoneal treatment. Medical records did not indicate there was a causal relationship between the liberty cycler and the patient¿s peritonitis.

Event description:
Medical records were received from the patient¿s treatment facility and noted the following: patient is an (B)(6) male who presented to the hospital following a week of generalized weakness. The patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient was admitted to the hospital on (B)(6) 2016 for hyperkalemia due to several missed pd treatments. Medical records make no mention of hyperkalemia or missed dialysis treatments. Medical records indicate the patient had become weak to the point of not being able to get out of the bed. The patient experienced a two day episode of nausea, vomiting and diarrhea approximately a week and a half prior to admission. The patient was found to have leukocytosis without any focal source of infection and was admitted for leukocytosis. Blood and peritoneal fluid cultures were obtained. The patient¿s leukocytosis resolved by day 2 of admission. On day 3 the patient¿s peritoneal dialysis fluid grew enterobacter cloacae. Infectious diseases was consulted since the patient exhibited no signs or symptoms of bacterial peritonitis. Patient was started on levaquin and it was completed while hospitalized. Patient was evaluated and recommended for placement at a skilled nursing facility (snf) however, no snf in the area could accommodate peritoneal dialysis. Therefore, a tunneled catheter was placed in the right jugular and hemodialysis was initiated. The patient was discharged (B)(6) 2016 with a diagnosis of bacterial infection associated with peritoneal dialysis catheter.